Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2016 with the following findings: investigation revealed two battery compartment cracks. Unrelated to this issue, the audio bolus button cover was missing on the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed two battery compartment cracks. This report is made based on results of investigation completed on 03/24/2016.